Event description:
Complainant alleged that during the incoming inspection of the device, it powered off following an energy discharge at 120 joules. The complainant indicated that there was no patient involvement in the reported malfunction.